Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failing intermittently. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing intermittently. A field service engineer adjusted the remote manager by loosening it and then tightening it in place. The user confirmed that the remote manager was functioning normally. The system functioned as intended after the field service engineer repaired the device.